Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative regarding a patient receiving dilaudid [0.4 mg/ml] at a dose of 0.038 mg/day via an implantable pump for non-malignant pain. The issue being reported was irritation at pump site because of the pump ¿sitting on¿ the spine. It was noted that the pump moved medially and was causing the irritation. The date of the event was unknown. It was noted that there were no environmental/external/patient factors that may have led or contributed to the issue. No diagnostics or troubleshooting was performed. Surgical intervention occurred as the pocket was revised and the pump was moved laterally as action taken to resolve the issue. At the time of the report it was indicated that the patient status was ¿alive ¿ no injury¿ and the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.